Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was damage to the lcd screen. The device's lcd display and system boards would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.